Manufacturer narrative:
(B)(4). Eval: three embolectomy catheters were returned. The stopcocks were observed to be separated from the extension line tubing on all three samples. Visual inspection of the tubing and stopcock indicate that the extension line tubing had pulled out of the hub. The arrow international device history records for this lot were reviewed with no findings relevant to this complaint. However, investigation of similar complaints determined that (B)(4) embolectomy catheters with a supplier lot number with "08" as the 5th and 6th digits were mfg with a suspect lot cement resulting in unreliable bonding of the inflation arm at the stopcock junction. The catheters involved in this incident were from supplier lot number 10.17.08.051. The reported complaint of stopcock separation was confirmed through visual inspection of the returned sample. The potential cause of this issue is supplier related since the catheter assembly is a purchased item. A filed notification was initiated on (B)(6) 2009. This is one of 2 records reflecting multiple occurrences of MFR control no. (B)(4). Add'l occurrences are documented as MDR # 9680794-2009-00014. Until (B)(6) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 through (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the physician that the procedure was being performed on a (B)(6) female pt, on her left leg, upper thigh graft. An embolectomy catheter component was used and broke on the first pass to pull the arterial plug; the hub separated from the catheter. As a result, another brand (fogerty) catheter was used to successfully declot the graft. There were no pt complications reported.